Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not charging. Customer's blood glucose level was not impacted. Reportedly, the pump began to successfully charge and the customer continued to use the pump for insulin therapy.